Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v704351, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was not one of their patients at the time of event. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having trouble getting her "batteries set up." It was stated she was almost up to 7v. It was noted that the patient was instructed to try program 1 for a week and then try the other programs. The patient had already tried all of them since her ins (implantable neurostimulator) had been replaced during the week prior to the report. It was stated she still couldn't feel stimulation and that she was thinking "did I turn it off?" During the report, the patient was on program 2 at 6.9v but was not feeling anything. It was confirmed the ins was on. The patient then switched to program 1 at 7.0v but was not feeling stimulation. After decreasing stimulation to 0.0v and raising it back to 5.3v, it was reported that the patient was feeling a pulling or tightness in the area she felt stimulation in. It was stated that the patient noted "I think I'm set now" and that the patient would try this setting. It was also reported that the patient lacked basic understanding of patient programmer use. Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times. The ins replacement in this event is one of the four referenced. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. No further complications were reported/anticipated. In MFR report #3004209178-2017-06371 the following information was reported: ¿it was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times.¿ additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. In MFR report #3004209178-2017-06371 the following information was also reported: ¿in (B)(6) 2016, the ins was moved to the right side. The patient had not been told why therapy was not working. It was reported the patient spoke with a manufacturer representative on (B)(6) 2017 and was instructed to turn the ins off for 4 days. The patient would like to know if they should turn it on. It was reported symptom control was not 50% or better. The patient was advised to contact their doctor. No further complications were reported/anticipated.¿ additional review indicates this information does not pertain to this manufacturer's report. Any additional information related to this previously reported information will not be reported in this report. The ins replacement in this event is one of the four referenced. Refer to manufacturer reports #3004209178-2012-09667, #3004209178-2017-00227, and #3004209178-2017-06373 for details pertaining to the other referenced ins replacements.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# v704351, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.